Event description:
It was reported that the customer was hospitalized for high blood glucose levels, and was spilling ketones. Troubleshooting was performed and the insulin pump alarmed. No delivery during the prime test. The customer changed the infusion set and there were no further alarms after that. The mother stated that the hospitalization was due to either a blood clot or an infection.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.